Manufacturer narrative:
Per additional information received on november 7, 2024, stated that the patient underwent bilateral replacements with unspecified implants on (B)(6) 2024. The suspect device identity is as follow; right catalog number 3503754bc, serial number (B)(6). Date of implantation was on (B)(6) 2020. Reason for device explant and/or reoperation: capsular contracture grade IV. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation revision with an unknown mentor silicone experienced right-sided capsular contracture grade IV post operation. The issue was diagnosed through in office examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.